Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog: igtcfs-65-1-fem-celect-pt; (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: the patient received an ivc filter on (B)(6) 2015. The patient returned on (B)(6) 2016 for an unsuccessful attempt for retrieval. The patient returned again on (B)(6) 2016 for a second attempt retrieval which was successful. No one knew there was a strut missing until the filter was retrieved and the struts were counted on the back table. At that point imaging from the first attempted retrieval was reviewed and only 7 secondary struts were counted. It's not normal practice to count them while still in the patient because of projections of imaging/patient size etc, you could easily miss one. The limb was found in the chest cavity just by the heart under fluoroscopy. It appears to be doing no harm so the decision after attempting to retrieve it out of the heart, doing multiple images, and determining it isn't in the heart, was to leave it where it is. Upon placement there is seen on imaging one secondary strut up in what appears to be a renal vein or lumbar vein, there was no contrast so we weren't sure what vessel it was in but it wasn't ideal to have the strut up like that. To my knowledge nothing was done about it at the time of placement. Patient outcome: the fractured strut remains in the patient. It appears to be doing no harm so the decision after attempting to retrieve it out of the heart, doing multiple images, and determining it isn't in the heart, was to leave it where it is.

Manufacturer narrative:
(B)(4). Summary of investigational findings: the filter was returned and investigation found a secondary leg had fractured close to the clip bushing. A lot of tissue stuck in the area of the legs/bushing, but after cleaning the filter sem images determined the fracture to be a consequence of fatigue/stress applied to the leg from the inside - probably if the leg was placed in a renal or lumbar vein as reported approx. 17 months prior to successful retrieval. Filter fracture is a known risk reported in scientific literature. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the patient received an ivc filter on (B)(6) 2015. The patient returned on (B)(6) 2016 for an unsuccessful attempt for retrieval. The patient returned again on (B)(6) 2016 for a second attempt retrieval which was successful. No one knew there was a strut missing until the filter was retrieved and the struts were counted on the back table. At that point imaging from the first attempted retrieval was reviewed and only 7 secondary struts were counted. It's not normal practice to count them while still in the patient because of projections of imaging/patient size etc, you could easily miss one. The limb was found in the chest cavity just by the heart under fluoroscopy. It appears to be doing no harm so the decision after attempting to retrieve it out of the heart, doing multiple images, and determining it isn't in the heart, was to leave it where it is. Upon placement there is seen on imaging one secondary strut up in what appears to be a renal vein or lumbar vein, there was no contrast so we weren't sure what vessel it was in but it wasn't ideal to have the strut up like that. To my knowledge nothing was done about it at the time of placement. Patient outcome: the fractured strut remains in the patient. It appears to be doing no harm so the decision after attempting to retrieve it out of the heart, doing multiple images, and determining it isn't in the heart, was to leave it where it is.